Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was treated for an anterior cervical fusion in the ileum burst fracture on (B)(6) 2020. The surgeon was mounted the center-pin and the sleeve in the wrong direction on a hallow drill. When tapped the drill with an impactor, the center-pin and the sleeve got stuck each other inside the drill. They were not able to be disassembled. Next, a part of the bone was collected with the bone-collecting device. But the device broke for some reason. The procedure and patient outcome were unknown. Concomitant devices reported: unknown impactor (part# unknown, lot# unknown, quantity: 1), unknown drill (part# unknown, lot# unknown, quantity: 1) this complaint involves three (3) devices. This is report 1 of 3 for (B)(4).